Manufacturer narrative:
On an unreported date in 2016 reported as (¿week before this¿ not further specified), the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the peritonitis. On an unreported date, dianeal therapy was discontinued and on an unreported date, dianeal therapy was re-introduced as last fill. At the time of this report extraneal therapy was ongoing. No additional information is available.